Manufacturer narrative:
The investigation into the reported purge pressure issues was completed. The device and data logs were returned for evaluation. Analysis of the data logs revealed a slight increase in purge pressure to around 800 mmhg, and then a decrease back to 500 mmhg after the start/stop method. Functional testing of the pump revealed that the purge pressure remained around 500 mmhg at all p levels. The root cause of the high purge pressure is most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that after insertion of the impella 5.5 for a 79-year-old male patient, the pump started having purge system issues with flows steadily decreasing and pressures steadily rising. Staff troubleshot with measures available. The patient was unable to have tpa for the purge pressure resolution. Due to increased need to perform troubleshooting and concern for pump longevity, pump performance was set at lower flows and the patient was weaned for removal before a pump stop occurred. No further information was provided. There were no reports of harm to the patient.